Event description:
On 6/29: customer reports during an abdominal aortic aneurysm procedure, the (B) (4) high pressure tubing and the syringe luer lock detached from the syringe tip. Customer does not provide any further info on the pt or the injection protocol. Customer does report no injuries to staff or pt. Pt procedure completed without further incident. Product lot number, provided by the customer is an expired product. Pt procedure completed without further incident. Customer was informed on this and pm requested the customer check their shelves for outdated products. Customer assured pm this syringe was the last of the product lot number.

Manufacturer narrative:
Product has not been received by the mfg site. Upon receipt of the product, an investigation will be performed. Upon receipt of that investigation summary, a medwatch 3500a supplemental report will be submitted.